Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: "fluid accumulation around the breast implant," "grade IV fibrous capsule (capsule)," "deformed breasts and large asymmetry," "leakage."

Event description:
Patient reported "fluid accumulation around the breast implant," "grade IV fibrous capsule (capsule)," "deformed breasts and large asymmetry," and "leakage." This relates to the left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: analysis of the returned device identified: weight to the spec, crease fold, yellow biological tissue in the shell, voids in the gel and deformation. Base on the device analysis the final assessment is: the unit is not rupture.

Event description:
Patient reported "fluid accumulation around the breast implant," "grade IV fibrous capsule (capsule)," "deformed breasts and large asymmetry," and "leakage." This relates to the left side. Device has been explanted.